Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir lip ring was damaged. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the reservoir was not able to lock into place. The insulin pump will be returned for analysis.